Event description:
An hcp stated the customer received a blood glucose reading of 147mg/dl on the contour meter, was re-tested on the clinic's meter and the reading was 59mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. It was advised to have the test strips returned for evaluation. Replacement test strips and meter were sent to the customer.